Event description:
Event description guidant received information that this transvenous defibrillation lead had an impedance reading of >2000 ohms and elevated thresholds. Patient will receive a new lead and pg.